Event description:
A report from the field indicated that the valve was implanted in january 1998 and was explanted one week later because the patinet presented with symptoms of intracranial hypertension. Patient condition was reported as satisfactory.